Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an alert 38 indicating a motor stall, the piston remained stuck and prevented rewinding, and attempts to change the cartridge and tubing or finish the insulin change were blocked, consistent with a failure to infuse involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting alongside a device failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.